Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that the system was not tracking the emitter, instruments, or patient tracker during a case. Technical services(ts) walked the site through making sure the correct instruments and tracker were added to the case, checking the tracking details for errors, reseating the instruments in the electromagnetic localization system, checking for metal interference, emitter movement, checking the position and distance of the emitter in reference to the patient, ensured no cables were draped over the emitter, held the emitter and instrument in the air way from the patient to see if it would be seen in the tracking details, and did a hard system reboot. This did not resolve the issue. The navigation and imaging were aborted to complete the procedure. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot : n/a, version:2.3 h3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. There was no problem detected. B01, c19, d14 are applicable to the system checkout. The logs were returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.